Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a collector used a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter to draw a patient's blood and when she pushed the pink safety shield with her thumb, it clicked but did not lock into place and she suffered a contaminated needle stick injury. The collector received post exposure lab work.

Manufacturer narrative:
Initial MDR gives the date received by manufacturer as 03/30/2017. The correct date received by manufacturer is 03/29/2017.